Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of error code 260.4120 was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer had a large volume pump module which was a giving consistent error code 260.4120. As per the service manual they had replaced the logic board and flashed the module and was still getting the same error message. They also replaced both pressure sensors and am still getting the same error. There was no patient involvement. Bd technical service advised the customer on troubleshooting.